Manufacturer narrative:
UDI unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found a bubbled dso seal. A review of the event history log found a record of a downstream occlusion alarm. Functional testing was unable to duplicate the reported problem. The dso sensor was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that it was impossible to purge a cassette, and the device exhibited an occlusion message. There was unknown patient involvement.